Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with glucose trending down after eating and an urgent low alert at a reported nadir of 50 mg/dl; the user treated with cookies due to lack of glucose tablets, and subsequently experienced elevated glucose. Customer care agent provided education on best practices for treating low blood glucose and user understood. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included resolution of the low with oral carbohydrate and transient hyperglycemia following overtreatment, without hospitalization. Investigation of this case revealed user-related overtreatment of hypoglycemia as the contributing factor, without evidence of device malfunction or unresolved alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia leading to overtreatment.

Manufacturer narrative:
Initial.